Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it has been determined the malfunction reported on this device was determined to be not reportable. No serious injury occurred on this reported malfunction previously. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it has been determined the malfunction reported on this device was determined to be not reportable. No serious injury occurred on this reported malfunction previously. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4).product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during total hip arthroplasty while implanting the stem, the impactor strike plate broke off the handle. Attempts have been made and no further information has been provided.